Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted because the proximal coil was stretched. The physician elected to replace the lead with a new lead of the same model.